Event description:
Reporter calling, stating she has had problems with two different medtronic pain pumps. Reporter states she initially had a pain pump implanted "some time in 2014" and that "it quit working after a year or two". Reporter states that when the device quit working she experienced pain medication withdrawal symptoms. Reporter states it took an entire year before she was able to have the device replaced, and a synchromed ii device was implanted on an unknown date in 2017. Reporter states that after the new device was implanted she continued to experiencing ongoing pain and that her doctor's office responded by increasing her dosage of medication. Reporter states when they went to refill the synchromed ii pump with additional medication "it was empty". Reporter states she wonders if she was receiving any medication at all since she continued to have pain the entire time and this time was not experiencing any withdrawal symptoms. Reporter states she has contacted medtronic about these problems however states medtronic has been dismissive of her concerns. Reporter states she has found information "online" suggesting that there are known problems with medtronic pumps and she has concerns that these devices were implanted in her anyway. Reporter also states that her doctor's office was filling the pump with fentanyl however reporter states the device instructions for use state that this type of medication is not to be used with the pain pump. Reference report: mw5151112.